Event description:
It was reported by svc report that the side rail is not locking in the up position. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Locking mechanism blocked by gummy substance. Locking mechanism unblocked and cleaned.